Event description:
It was reported that customer did not see drops of insulin at end of tubing during fill step and also reported that pump button did not seem to be working. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of room temperature insulin, did not reuse cartridge, and followed loading steps as instructed, while technical support advised customer to continue filling tubing, then to disconnect tubing at connector and fill again, and proceeded to switch support to a different workflow for further assistance; no additional information was received regarding the final outcome of the event. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.